Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that a revision was done on the patient today and they found that the catheter was out of position, and they were suspecting it is also "gunked up" and will be sending it back for analysis. The rep wanted to confirm calculations. The rep stated that they intended to prime the catheter which was 0.202ml plus a 0.1mg bolus and they primed 0.267ml. The tech services reviewed the actual bolus amount delivered was 1.3mg. The rep stated that the patient did not appear in any distress and was doing well. The agent asked about event date, and the rep stated that he did not know the event date. Additional information was provided from a healthcare provider via a company representative stated that the patient had lack of efficacy. There were no known environmental/external/patient factors that may have led or contributed to the issue. The physician did a dye study and could not aspirate to the catheter on (B)(6) 2025. The catheter was replaced with 8780. The issue was resolved. The healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a healthcare provider via a company representative (rep) stated that the catheter was being sent back. The physician suspects possible crystallization. The rep mentioned that the physician gave the patient a light dose of narcan because she had a little symptomatic post operation. The rep stated that the patient responded well and was getting good pain relief. Additional information was provided from a healthcare provider via a company representative (rep) stated that which kit to use to send the catheter back. He mentioned the patient getting an extra bolus with some symptoms as mentioned in the previous calls. He also stated patient's previous dose would be close to ~9mg/day if all boluses were used, but they were not sure what the patient might have been getting with the suspected catheter issue. The dose was reduced to ~2mg/day.

Manufacturer narrative:
H3. Pli 10: analysis identified a hole in the catheter that is consistent with repeated flexing of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.